Event description:
It was reported that this pacemaker did not connect to the communicator. The device went into safety mode after a software upgrade. Technical services (ts) reviewed the reports and noted that the device could not connect to the communicator due to the patient being too far from the communicator. The device is scheduled to be explanted. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the device has been explanted and replaced. No additional adverse patient effects were reported.